Event description:
It was reported that the patient had an explant of a medtronic system and an implant of an abbott system. During post-op when the patient was sitting up it was noticed that the ipg had slightly migrated. Surgical intervention took place on (B)(6) 2024 where the ipg was repositioned to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. Correction - section reportable aware date - on MDR-2024-37987 corrected reportable aware date: 06aug2024. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.